Event description:
During an arthroscopic procedure, the physician was utilizing a topaz microdebrider (ifs). It was reported the wand failed to irrigate intra-operative. Details regarding how the procedure was completed were not available. No pt complications were reported as a result of this event.